Manufacturer narrative:
(B)(4).the device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported the patient's rechargeable device was replaced due to being in an overdischarged state. It was stated the patient reported their device was overdischarged in (B)(6), 2011, and reported a return of pain symptoms. A physician mode recharge was performed, and the device was able to be recharged, but upon interrogation, displayed an end of service message. It was stated the patient had not charged their device since (B)(6), 2010. The manufacturer representative believed that the patient had failed to put sufficient charging time into their device after the initial overdischarge, which may have caused the device to suffer two additional overdischarges. The patient's device was replaced with a non-rechargeable device. The patient recovered without sequela.